Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and self-test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to accidentally cut opened case bottom. Unable to verify prime/fill anomaly due to accidentally cut opened case bottom. Unexpected pump error 25 alarmed during idle, multiple low battery alarms noted in the format history file and pump error 25 was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to abnormal behavior. Connector for connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 3 days with the unit functioning properly during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, severely faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 25 and insulin was squirting out. Customer's blood glucose was unknown. Insulin pump would be replaced.